Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an infection. The patient's great granddaughter pulled on their driveline site and then reported tenderness to the driveline site for a week. Drainage was noted during an office visit, and a wound culture and computed tomography (CT) scan was ordered. The patient reported that the tenderness began one week prior to the child tugging the driveline. A wound culture was taken with results on (B)(6) 2026 noting few mixed gram-positive organism growth consistent with normal skin flora. The patient was seen by a cardiovascular surgeon on (B)(6) 2026 and it was noted that the patient had a small amount of tenderness with palpation to their midline abdomen, which correlates with slight inflammation noted in same area on CT. The patient was also started on oral antibiotics and was having daily driveline site dressing changes. This included 100mg of doxycycline twice daily for seven days starting (B)(6) 2026. The event resolved without sequalae on (B)(6) 2026.